Event description:
It was reported the patient's drg ipg pocket was revised because the patient requested to have the ipg implant site moved to a more comfortable location. The surgical intervention reportedly resolved the issue. In addition, the physician decided to electively replace the ipg.